Event description:
It was reported during surgery, the g7 osseoti cup and metal liner delivered were used, and post-surgery x-rays confirmed that the metal liner was separated from the cup. The patient was revised, and another metal liner was used, allowing for a successful reoperation without issues.

Manufacturer narrative:
(B)(4). D10: 110024463 g7 dual mobility liner 42mm e (B)(6). G2: foreign: south korea. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6;h10. The dual mobility liner was returned and reviewed. Visual examination of the returned product identified nicks and scratches on both spherical surfaces. No other damage was noted. Device visually conformed to the print. Dimensional inspection was performed and all toleranced inspected measurements were within specification. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Photos were not provided of the shell. The shell remains implanted. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, a4, b7, d4, d6a, g3, g4, g6, h2.